Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient just had their implantable neurostimulator (ins) implanted the day of report and they were not able to adjust stimulation. It was stated the display was showing the ¿call your doctor¿ icon and the caller reported a power on reset (por) condition. It was noted the reporter was told to turn up the patient¿s stimulation when they got home but they were unable to do so due to that message.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
Additional information received stated that the cause of the event was determined to be device related and reprogramming was needed. It was reported that program was not available (3) on (B)(6) 2014 and the patient experienced frequency. Reprogramming was performed ¿on setting 2, 0.8 with effect¿ on (B)(6) 2014 and the issue resolved with the changed setting. It was noted the patient received a greater than 50% symptom reduction and recovered without permanent impairment.